Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead showed a high capture threshold, and the lead's helix failed to retract after several reposition attempts. The lead was not used and replaced. The patient was in stable condition.